Event description:
The pt reported the surgeon inserted a 12.1 mm micl 12.1 implantable collamer lens to the pt's eye, but the lens would not unfold correctly. The lens was removed within the same surgery with no pt injury, no incision enlargement or suture. The backup lens was implanted with no problem. The reporter stated it was unk if the lens was damaged.

Manufacturer narrative:
Other ( lens would not unfold correctly). Eval results: (other) a lens work order search was performed and no similar complaint was found within the work order.